Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0lh5s, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported that after the implant she was voiding a lot better from 90 to 200cc. However, she still had a lot of bladder infections due to retaining about 140cc in her bladder. The patient went to the health care professional (hcp) recently and he suggested that the patient increase stimulation. She increased to 2.65 volts in program 4 but that caused stim in her lower right buttock, pain in her back thigh, and numbness down her foot. The patient then switched to program 3 at 1.35volts and she had stim in her pelvic region and buttock and there was some pain. It was then switched again to program 1 where stim was felt in the buttock and pelvic region and stim was more comfortable. The patient was going to monitor and follow-up with the health care professional (hcp). The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.